Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (b)(46). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when extraction of the femoral part of the oxford, the "spring" on the top of the slaphammer broke. The piece was retrieved and no harm to patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by visual inspection. Device history record (DHR) was reviewed and no discrepancies were found. A review of the complaint database has found no similar complaints reported with this item # / lot # combination. The part was manufactured in jan 2012 and has been in the field for approximately 6 years and 10 months. In addition, the instrument shows signs of wear. The most likely cause of the failure is general wear and tear. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during extraction of the femoral part of the oxford, the "spring" on the top of the slaphammer broke. The piece was retrieved and no harm to patient.